Manufacturer narrative:
The pump was received with button error alarm and intermittent button response due to moisture damage on keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump was received with cracked case at display window corners, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call of low blood glucose, and button error on their insulin pump. The customer's blood glucose at the time was 50mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.